Manufacturer narrative:
Should have been recorded in initial MDR. The patient experienced glare/haloes along with "reading problems." (B)(4)

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. Visual inspection found the haptic bent and foreign material on lens surface (residue on lens). Claim # (B)(4).

Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -3.5/+1.5/160 (sphere/ cylinder/axis), into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was explanted. Reportedly, the patient experienced "reading problems" and lens was explanted "despite very good va."